Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the gear of the compact air drive device was broken, torn off. It was noted that the device sounded like it was working but the device did not rotate. It was noted that the equipment ¿thunked¿ the gear system. It was further determined that this condition was caused by using the device in an extremely heavy procedure, outside the specifications for which the device was designed. It was further determined that the device failed pretest for check for untrue running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device did not oscillate and was making noise. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in a planned surgical procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.